Event description:
Breast implant illness: I received breast implants in 2016. I shortly became ill with anxiety and fatigue that worsened over the years. In (B)(6) of this year, I suddenly became very dizzy with blurred vision that prompted immediate medical care. After seeing several doctors in different specialties and getting dozens of diagnostic tests including a tilt table test, 24-hr holter monitor, MRI of the brain, and many blood tests, there was no definitive diagnosis. My health kept declining as it became increasingly difficult to function. After ruling out every diagnosis that a pcp, ent, and neurologist could possibly come up with, I happened to hear about breast implant illness and learned of hundreds of thousands of women with my exact same symptoms. I have scheduled to explant next month. This is a list of my current symptoms: brain fog, dizziness/lightheaded, fatigue, anxiety, irritability, depression, worse vision nausea at night, poor temperature regulation-cold, random chills, heart palpitations/ racing heartbeat, lower back pain, keeps me awake at night gi upset, aging skin, bloodshot eyes, low libido, trouble falling asleep, can't take deep breath, feeling like I'm dying, sore breasts, foul smelling urine even when I drink a lot of water, strong body odor. FDA safety report ID # (B)(4).